Manufacturer narrative:
Lot #0822027 was manufactured according to approved procedures and met all specifications for release. There were no recalls or adverse trends related to the product lot used in the procedure. There was no reported adverse event associated with the patient. There is no sample available for investigation therefore complaint cannot be confirmed.

Event description:
On (B)(6) 2022, haemonetics was notified of an issue during a procedure using a 150u hardshell reservoir on a cell saver system. The customer reported "there were 2 reservoirs, both with the lot number 0822027 wherein, the micron filter for the first reservoir clotted off mid surgery and needed to be changed despite it being well heparinised. The second reservoir also had the same problem which was noticed in the surgical field where the suctioning capacity was drastically reduced. This resulted in not being able to process approximately 1l of blood from the patient which was suctioned into the surgical high suction cannister. The first reservoir clotted off after approximately 3 litres processed and the second one clotted off at a similar volume mark. These volumes include the 2 litres of heparinised saline that were being used to avoid clotting." Patient required donated blood to complete the infusion. Patient was not harmed during this incident. Haemonetics is reporting this event as a procedure delay.

Manufacturer narrative:
Lot #0822027 was manufactured according to approved procedures and met all specifications for release. There were no recalls or adverse trends related to the product lot used in the procedure. The complaint investigation is on-going. There was no reported adverse event associated with the patient.